Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unspecified date, the patient was treated with unspecified drugs (further details not reported) for peritonitis. At the time of the report, the patient had recovered. The action taken with pd therapy was unknown. No additional information is available.